Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 7 months after dental implant was installed in mouth, its non-osseointegration was observed. Thirty (30) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii.